Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section h5/h8: usage of device corrected manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log files. The log files captured a no external power alarm on 08jul2024 while the mobile power unit (mpu) was in use. This alarm appeared to have been caused by a loss of ac power, as the voltage in both cables steadily decreased. The alarm resolved within the same minute of activation when power was restored to the system, and the pump operated as intended throughout the data. The mpu (serial number unknown) was not returned for analysis. Questions regarding the reported event were asked multiple times and no responses were received. The root cause of the reported event was unable to be determined through this analysis. The serial number of the mpu was not provided. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage/power cable disconnect and no external power conditions. Low voltage hazard alarms may lead to no external power alarm conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log files. The log files captured a no external power alarm on (B)(6) 2024 while the mobile power unit (mpu) was in use. This alarm appeared to have been caused by a loss of ac power, as the voltage in both cables steadily decreased. The alarm resolved within the same minute of activation when power was restored to the system, and the pump operated as intended throughout the data. The mpu (serial number (B)(6)) was not returned for analysis. Questions regarding the reported event were asked multiple times and no responses were received. The root cause of the reported event was unable to be determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The mpu was also observed to have been manufactured with the v-lock ac power cord. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage/power cable disconnect and no external power conditions. Low voltage hazard alarms may lead to no external power alarm conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file contained 2 loss of external power events while utilizing both the mobile power unit (mpu). The low voltage hazard events were the result of slow discharge of the mpu capacitors when they suddenly lost power. The system controller did switch appropriately to the emergency backup battery (ebb) when power was lost. These vents appeared to have resolved once the external power was completely restored.